Event description:
Customer indicated the glucocard vital was giving variable readings. Customer received really high readings, caller upset because he over dosed himself, customer was shaking due to taking too much insulin. Walked caller through the memory to get the readings 7:06 am 123mg, 600mg (B)(6) 6am, 293mg (B)(6) tested on the vital and the freestyle meter. She doesn't have the freestyle readings but she stated the patient tested right away back to back. Yes, he washed his hands with soap and water. His hands were thoroughly dried. The customer changes his lancets for every test. No issues with getting a blood sample. He uses the first drop of blood. He stores his test strips in the family room in the back of the house which have cool temperatures. The bottle cap of the test strip bottle is immediately closed after opening. She doesn't know when the test strip bottle was opened. He takes novo log and lantus. Caller stated he was over dosed because he couldn't get up. Patient normally tests on his fingers. No changes in his diet, exercise or medications. Confirmed customer doesn't have the correct control solutions but is using the correct strips. A control solution test was not performed. On (B)(6) 2012 @1:30pm - spoke with (B)(6) in order to clarify incident. She stated (B)(6) had initially been dosing himself on the high readings the meter was giving; however, he was having symptoms of shaking and weakness. They consulted his doctor after the symptoms developed, which have been ongoing for over a month and the doctor agreed that the symptoms reflected too much insulin intake. (B)(6) started using his daughter's meter because the reading appeared more credible; as a result, his symptoms of shaking and weakness have disappeared. He does not trust his results on the vital due to the symptoms he experienced as a result of treating himself based on the vital meter. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.